Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization due to an infection is related to v.a.c.® therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient's v.a.c.® therapy was placed on hold on (B)(6) 2016 due to the unit allegedly not suctioning and the patient was admitted to the hospital. On (B)(6) 2016, the following information was reported to kci by the physician: the patient was admitted to the hospital and placed on antibiotic therapy (type of antibiotics not provided) to resolve a cellulitis infection to the wound. Since the patient's admission, the infection is resolving and the patient's condition is improving. The patient should be discharged once the infection has resolved. On jun 17 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on (B)(4) 2016 before placement with the patient. The device was delivered to the patient on (B)(4) 2016. However, based upon review of kci records, multiple unsuccessful attempts have been made to locate and retrieve the device. The unit remains with the patient to date with no further reported issues; therefore, the device is not available for evaluation and the customer complaint could not be substantiated by kci quality engineering.